Manufacturer narrative:
Correction d1, d3, d4, g4. D1: brand name: replace amia automated pd cycler set with amia automated pd set with cassette. D3: device manufactuer name: replace baxter healthcare corporation with baxter international inc. D4: unique identifier (UDI) #: replace(B)(4). G4: combination product: add no (previously blank). Additional information was received for h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the amia cassette was unable to be disconnected from the female connector (navy blue) of the minicap transfer set. This was observed during testing of the devices on a dummy tummy simulator. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.